Event description:
A surgeon reported that a memory lens implanted in a pt's right eye in 2000 has since opacified. Report of trace edema immediately post-op. Visual acuity reported as 20/40 in 2004 visit. Prognosis marked as fair.